Event description:
It was reported the high flow insufflation unit alarm sounded and the power went off two or three times after about 30 minutes of use. The issue occurred during a therapeutic laparoscopic surgery procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported defect could not be reproduced and root cause could not be identified. However, in the past the error log revealed that an e03 error had occurred in the operation of the pressure sensor on the printed circuit board. Olympus will continue to monitor field performance for this device.